Manufacturer narrative:
This submission is for the 4q17 asr serious injury events for rotary niti file breakage under asr exemption # 2007004.this report summarizes five serious injury events where a file broke (device problem code: 1069). There were five events where the broken piece could not be retrieved which remained in patients root canals and the broken piece was incorporated into the filling (patient problem code: 3165). In two of these five events, patients' required an apicectomy (patient problem code: 2372). In one of these five events, a patient experienced pain (patient problem code: 1994).three devices were not returned for evaluation, one of which was because it was discarded by the user.we received two devices for evaluation, one of which was unused. Evaluation of the used device found it was broken at the shaft (device problem code: 955) and it was a single use device that was reused (device problem code: 1670). Evaluation of the unused device found it to be within specification.

Event description:
This report summarizes 5 reported events. This submission is for the 4q17 asr serious injury events for rotary niti file breakage. This report summarizes five serious injury events. There were five events where the broken piece could not be retrieved which remained in patients root canals and the broken piece was incorporated into the filling. In two of these five events, patients' required an apicectomy. In one of these five events, a patient experienced pain.